Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture as observed on the presenting electrogram. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information: several attempts were made to obtain additional details regarding this event. However, no further information was provided from the field.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture as observed on the presenting electrocardiogram. This lead currently remains implanted and in service. No adverse patient effects were reported.